Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the control for the occluder would intermittently be blinking on the central control monitor (ccm). The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per the manufacturer's subsidiary's service technician, he checked the system and did not find any problems with the occluder.

Event description:
Per clinical review: on (B)(6) 2019, the clinical team noticed that the occlusion control slider bar on the central control monitor (ccm) would intermittently blink (disappear and reappear). The team had no issue or concern with the ccm or the occluder during set up and calibration of the occluder. The team was still able to use the occluder without issue for the entire cardiopulmonary bypass (cpb) procedure. The incident did not delay the continuation of the surgical procedure. There was no harm or blood loss associated with the event.

Manufacturer narrative:
The reported complaint is not verifiable. Multiple diligence attempts for part return were unsuccessful, therefore no evaluation could be performed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.